Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed or duplicated. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that bearings were loose and worn causing the device to fail for vibration. It was determined that worn and loose bearings created a situation where the cutter insertion was rough. It was determined that this was because if a cutter was able to be inserted with this type of damage and the device ran, it created vibration from the damaged bearings. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the attachment device would not attach to the drill. During in-house engineering evaluation, it was observed that the bearings were loose and worn causing the device to fail for vibration. There was no patient involvement. There were no delays in a surgical procedure as an identical spare device was available for use. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.